Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings:. Unable to duplicate ¿no power¿ issue.no power on reset events observed in the balck box history. The returned battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be cracked below the bumper pad. No evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The audio bolus button cover was found to be torn/punctured, button responded appropriately to button presses. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.